Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. Litigation alleges injury, pain, swelling, bursitis, lack of mobility, metallosis, bone erosion, damage to surrounding tissue and bone caused by inflammation, metal toxicity, bone erosion, psuedotumors, suffering, mental anguish, emotional distress and loss of enjoyment in life. Doi: (B)(6) 2009 - (B)(6) 2018, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added :a2(age), a4, b5, b6, b7, h6(patient).

Event description:
Pfs alleged difficulty walking. After review of medical records, patient was revised to addressed failed metal on metal right hip replacement secondary to painful metallosis with fluid production and reactive synovitis and effusion. Revision notes indicated pseudo capsule beneath which was invaded by stained tissue., this appeared dark in a pattern consistent with metallosis, a moderate amount of yellow fluid was identified. The patient had a unusual pattern of marked soft tissue stiffness in entire envelope. Adverse tissue response was removed when identified. Scar tissue creating adherence between the proximal femur and in acetabular region was carefully resected. Added height, weight and age of patient, medical history and laboratory result. Doi: (B)(6), 2009 dor: (B)(6) 2018 right hip cn(wipro)

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  (01) 10603295168782 (17) na (10) 2807027. Added: a2, b5, d1, d2, d2b, d4 (part/lot/UDI), g5, h4 and h6(patient). H6 patient code: no code available (3191) used to capture blood heavy metal increased and surgical intervention patient codes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.